Event description:
It was reported, that the intra-aortic balloon pump (iabp) alarmed low battery, during transport. Despite being plugged in all day. As a result, the pump was plugged in and monitored. However, the battery indicator was still not indicating charged. There was no report of delay in therapy. There was no report of patient complication, serious injury, or death. A field service agent (fsa) is following up with the facility's biomed. And replacing the battery.

Manufacturer narrative:
Qn# (B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "short battery runtime" is not able to be confirmed. The pump was checked by the hospital biomed, and the battery was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed, the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed low battery during transport despite being plugged in all day. As a result, the pump was plugged in and monitored; however, the battery indicator was still not indicating charged. There was no report of delay in therapy. There was no report of patient complication, serious injury, or death. A field service agent (fsa) is following up with the facility's biomed and replacing the battery.